Event description:
On 6/jun/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. The patient stated the event was not related to pd products. Rather the rn was inquiring about supply for manual pd solution. In additional follow-up, the reporting pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew corynebacteria. The patient was treated with vancomycin (2 grams) and ceftazidime (2 grams) intra-peritoneal (ip) on an outpatient basis. Subsequently, on (B)(6) 2024, the patient was hospitalized for persistent symptoms of abdominal pain. The nurse stated the patient was treated with intravenous (IV) antibiotics (details unknown). The patient was reported to be recovering and expected to be discharged on the day follow-up was performed. Per the nurse, the patient will resume pd treatments with the home cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. The patient stated the event was not related to pd products. Rather the rn was inquiring about supply for manual pd solution. In additional follow-up, the reporting pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew corynebacteria. The patient was treated with vancomycin (2 grams) and ceftazidime (2 grams) intra-peritoneal (ip) on an outpatient basis. Subsequently, on (B)(6) 2024, the patient was hospitalized for persistent symptoms of abdominal pain. The nurse stated the patient was treated with intravenous (IV) antibiotics (details unknown). The patient was reported to be recovering and expected to be discharged on the day follow-up was performed. Per the nurse, the patient will resume pd treatments with the home cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.